Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found, during an advanced diagnostics test, clogging of the nozzle which caused low flow after removal of flow. Additionally, the evaluator found dents, scratches of distal end plastic cover, crack catching cotton and discoloration of bending section rubber, and abnormal bending of bending section. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope showed a blocked air channel in medivator machine. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the information supplied by the customer.

Event description:
It is unknown what the reason for "nozzle clogged" was. It is unknown if it is mechanical or foreign material. It is unknown what foreign material was clogged. Pictures were unable to be provided. The nozzle was removed and discarded during troubleshooting. The foreign material was able to be removed from the endoscope.